Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. During troubleshooting with tandem technical support (cts), customer did not provide enough information to complete system check. Customer continued to use pump for insulin therapy. Customer could not recall blood glucose level.